Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable as a malfunction. No medical records or no medical images have been made available to the manufacturer; however, a photo was provided. As the lot number for the device was not provided, a review of the device history records is unable to be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stylet allegedly self activated without pressing any of the triggers after the device was fully primed. It was also reported that the slides were difficult to prime. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: as the lot number was not provided a complete manufacturing review could not be performed. Visual inspection: the sample was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Photo review: one electronic photo was received and reviewed. The photo showed a maxcore needle placed on a brown drape. The sample appeared used. The needle was in the unprimed state with the cannula and stylet in the initial positions. Based on the photo review, the reported self activation could not be confirmed. Conclusion: the investigation was inconclusive, as functional testing could not be performed and the photo review did not confirm a self activation. The definitive root cause could not be determined based upon the available information. It was unknown if procedural issues contributed to the reported event. An event was opened to further investigate the self-activation issue. The current (B)(4) IFU (instructions for use) states: [warnings]: never test the product by firing into the air. [Damage may occur to the needle/cannula tip]. Post-biopsy patient care may vary with the biopsy technique utilized and the individual patient's physiological condition. Observation of vital signs and other precautions should be taken to avoid and/or treat potential complications that may be associate with biopsy procedures. The collection of multiple needle cores may help to ensure the detection of any cancer tissue. A "negative" biopsy in presence of suspicious radiographic findings does not preclude the presence of carcinoma. [Contraindications and prohibitions]: do not reuse. [This product is designated for single use only. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications.] Do not resterilize. [After resterilization, the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications. Cleaning, reprocessing and/or resterilization of the present medical device increase the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal and/or mechanical changes]. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stylet allegedly self activated without pressing any of the triggers after the device was fully primed. It was also reported that the slides were difficult to prime. There was no reported patient injury.